Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after a surgical procedure the ipg would no longer accept a charge and therapy was lost. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2021. Effective therapy was restored post op.